Manufacturer narrative:
The device was returned to olympus for inspection, where the reported failure of a unit shutdown and triggered alarm was confirmed. Upon evaluation, it was determined that the supply pressure sensor was not functioning properly, with the cause attributed to a circuit failure. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure ¿ an expected or random failure attributed to a circuit failure, with no design or manufacturing issue identified. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a gallbladder procedure, the high flow insufflation unit shut down and triggered an alarm. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide additional information regarding the event description. Additional information: b5.

Event description:
The customer provided additional information regarding the event. No patient or user harm or injury was reported. This was the first noticed occurrence of the problem. The procedure being performed at the time of the event was a cholecystectomy, and no other devices were involved. A procedure delay with an unspecified duration, occurred in which the subject device was being used. The intended procedure was ultimately completed using an olympus backup device. At the time of the event, the patient was under general anesthesia. As a result of the delay, the procedure was prolonged, which affected the entire surgical session.